Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied for removal of the gallbladder from the abdomen during a laparoscopic cholecystectomy, the bag tore, and the specimen fell into the patient which was retrieved by the surgeon. Another retrieval bag was used to complete the case. There was no patient injury.